Manufacturer narrative:
Analysis was normal. No anomalies were found. The pacing anomaly observed in the field was not reproducible. The cause of the field event was undetermined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device implant the device exhibited an undefined pacing issue. The device was not implanted. There were no patient symptoms reported. No further information is available at this time.